Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('experienced significant pain') and genital haemorrhage ('experienced significant bleeding') in an adult female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("experienced significant discomfort"), dyspareunia ("pain after sexual intercourse") and mental impairment ("suffered a deterioration in her mental health as a result of the prolonged pain and bleeding."). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pain, genital haemorrhage, pelvic discomfort, dyspareunia and mental impairment outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, mental impairment, pain and pelvic discomfort to be related to essure. The reporter commented: consumer considered device defective (considering a product is defective if the safety of that product is not such as persons generally are entitled to expect). Most recent follow-up information incorporated above includes: on 10-jun-2020: batch number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('experienced significant pain'), pelvic pain ('chronic pelvic pain / l pelvic pain with increasing severity over the past week / pain in pelvis since after essure procedure / constant dull or shape pelvic pains / pain stabbing in nature and generally being a nuisance') and genital haemorrhage ('experienced significant bleeding / pv bleeding / vaginal bleeding abnormal / heavy bleeding since morning') in a 13-year-old female patient who had essure (batch no. 50667567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease in 2012, hemorrhage in early pregnancy in 2012, bleeding intermenstrual in 2010, post coital bleeding in 2010, dyspareunia (every after intercourse for 2 months) in 2010, absence of menstruation in 2010, pelvic pain (history: right sided over 6 weeks u/s- normal essentially poss endometriosis, as pain worsens with periods. Willing to try pop again, gets migraines) from 2009 to 2010, endometriosis in 2009, abdominal pain generalized in 2009, influenza like illness in 2009, dizziness in 2009, urinary tract infection in 2008, depressed mood in 2007, abdominal pain nos in 2007, intermenstrual bleeding in 2007, low back pain in 2006, cystitis nos in 2006, ovarian cyst nos in 2006, ovarian cyst nos (sig cyst on ovary noted at scan. Feeling a lot of pressure pain on the side.) In 2006 and vaginal bleeding from 2005 to 2006. Previously administered products included for an unreported indication: cerazette. Concurrent conditions included peritonsillar abscess since 2011, ectopic kidney since 2007 and migraine since 1995. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced mood swings ("mood swings- angry, unreasonable. Feels affecting quality of her life, anxious, snappy"), 2 years 1 month after insertion of essure. In 2015, the patient experienced peripheral coldness ("having cold hands"). In (B)(6) 2015, the patient experienced amenorrhoea ("no periods"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced back injury ("lower back injury / lower back pain"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pains intermittent and sore to the touch and worse after eating / nonspecific abdominal pain / lower spasms of pain") and dyspepsia ("heart burn"). On (B)(6) 2017, the patient experienced ovulation pain ("mid cycle pains"). On (B)(6) 2017, the patient underwent adhesiolysis ("adhesiolysis"). In (B)(6) 2017, the patient experienced paraesthesia ("tingling in the hands"). On (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("benign leiomyomas"). On (B)(6) 2019, the patient experienced gastrooesophageal reflux disease ("gastro-esophageal reflux disease"). On (B)(6) 2019, the patient experienced dizziness ("dizziness in the morning"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("experienced significant discomfort"), dyspareunia ("pain after sexual intercourse"), mental impairment ("suffered a deterioration in her mental health as a result of the prolonged pain and bleeding."), premenstrual syndrome ("pmt"), flatulence ("lower gi flatulence"), abdominal distension ("lot of bloating"), dysfunctional uterine bleeding ("menstrual dysfunction / menstrual irregularity / shorter ovulatory cycles, 21-22 days mid cycle"), menorrhagia ("very heavy periods"), anaemia ("anemia"), abdominal pain upper ("upper abdominal pain") and hallucination ("got night terrors / hallucinations") and experienced vaginal discharge ("yellow vaginal discharge and had pink tinge with it"), lasting 4 days. The patient was treated with diazepam, lansoprazole, leuprorelin acetate (prostap), mebeverine, metronidazole, norethisterone (mini pill), ofloxacin, paracetamol + codeine phosphate (co-codamol eff.) And surgery (total laparoscopic hysterectomy and essure removal and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pain, pelvic pain, pelvic discomfort, dyspareunia, mental impairment, mood swings, premenstrual syndrome, amenorrhoea, back injury, abdominal pain, dyspepsia, diarrhoea, flatulence, abdominal distension, ovulation pain, dysfunctional uterine bleeding, menorrhagia, peripheral coldness, paraesthesia, adhesiolysis, anaemia, adenomyosis, uterine leiomyoma, abdominal pain upper, gastrooesophageal reflux disease, vaginal discharge, hallucination and dizziness outcome was unknown and the genital haemorrhage had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adhesiolysis, amenorrhoea, anaemia, back injury, diarrhoea, dizziness, dysfunctional uterine bleeding, dyspareunia, dyspepsia, flatulence, gastrooesophageal reflux disease, genital haemorrhage, hallucination, menorrhagia, mental impairment, mood swings, ovulation pain, pain, paraesthesia, pelvic discomfort, pelvic pain, peripheral coldness, premenstrual syndrome, uterine leiomyoma and vaginal discharge to be related to essure. The reporter commented: consumer considered device defective (considering a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2018: sections of cervix shows patchy inflammation. There is focal adenomyosis noted. The fibroids are small benign leiomyomas in which there is no evidence of excess mitotic activity, tumor cell necrosis or cytological atypia seen. Ultrasound pelvis - on (B)(6) 2010: ovarian cyst; the right ovary contained a dominant follicle measuring 2.7 x 2.4 cm; none bulky anteverted uterus; endometrium was thickened and irregular in texture measuring 13 mm.; on (B)(6) 2013: normal sized anteverted uterus with a normal endometrial thickness, but echogenic foci within the endometrium. No abnormal vascularity or focal mass. The ovaries appear normal with a dominant follicle on the left the essure inserts are appropriately sited. The right is close to the endometrial cavity. The tip of the right lies approx. 16.6mm within the myometrium and the left 15.3 mm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-dec-2020: new 7 reporters were provided (health care professionals), medical history, historical drugs, results of laboratory exams, drugs to treat adverse events. New adverse events were provided: mood swings, premenstrual syndrome, amenorrhea, back injury, abdominal pain, dyspepsia, diarrhea, flatulence, abdominal distension, ovulation pain, dysfunctional uterine bleeding, menorrhagia, peripheral coldness, paraesthesia, adhesiolysis, anaemia, adenomyosis, uterine leiomyoma, abdominal pain upper, gastrooesophageal reflux, vaginal discharge, hallucination, dizziness. The adverse event pelvic pain female was upgraded to serious incident because it was one of the causes of essure removal - final report unticked. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('experienced significant pain') and genital haemorrhage ('experienced significant bleeding') in an adult female patient who had essure (batch no. 50667567) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("experienced significant discomfort"), dyspareunia ("pain after sexual intercourse") and mental impairment ("suffered a deterioration in her mental health as a result of the prolonged pain and bleeding."). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pain, genital haemorrhage, pelvic discomfort, dyspareunia and mental impairment outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, mental impairment, pain and pelvic discomfort to be related to essure. The reporter commented: consumer considered device defective (considering a product is defective if the safety of that product is not such as persons generally are entitled to expect). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pain ("experienced significant pain"), pelvic pain ("chronic pelvic pain / l pelvic pain with increasing severity over the past week / pain in pelvis since after essure procedure / constant dull or shape pelvic pains / pain stabbing in nature and generally being a nuisance") and vaginal haemorrhage ("experienced significant bleeding / pv bleeding / vaginal bleeding abnormal / heavy bleeding since morning") in a 34 year-old female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastroesophageal reflux disease and hemorrhage in early pregnancy in 2012, absence of menstruation, dyspareunia (every after intercourse for 2 months), post coital bleeding and bleeding intermenstrual in 2010, endometriosis, abdominal pain generalized, influenza like illness and dizziness in 2009, pelvic pain (history: right sided over 6 weeks u/s- normal essentially poss endometriosis, as pain worsens with periods. Willing to try pop again, gets migraines) from 2009 to 2010, urinary tract infection in 2008, depressed mood, abdominal pain nos and intermenstrual bleeding in 2007, low back pain, cystitis nos, ovarian cyst nos and ovarian cyst nos (sig cyst on ovary noted at scan. Feeling a lot of pressure pain on the side.) In 2006, vaginal bleeding from 2005 to 2006 and bloating, corpus luteum cyst, dysmenorrhea, ovarian cyst and groin pain. Previously administered products included: cerazette [desogestrel] and oral contraceptive nos. Concurrent conditions were listed as peritonsillar abscess since 2011, ectopic kidney since 2007, migraine since 1995 and abdominal pain lower. The only concomitant product mentioned was tibolone since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 766 days after essure insertion, she experienced mood swings ("mood swings- angry, unreasonable. Feels affecting quality of her life, anxious, snappy"). In (B)(6) 2015 she experienced amenorrhoea ("no periods"). In (B)(6) 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required). In 2015 she experienced peripheral coldness ("having cold hands"). In (B)(6) 2016 she experienced back injury ("lower back injury / lower back pain"). On (B)(6) 2017 she experienced diarrhoea ("diarrhea"). On (B)(6) 2017 she experienced abdominal pain ("abdominal pains intermittent and sore to the touch and worse after eating / nonspecific abdominal pain / lower spasms of pain") and dyspepsia ("heart burn"). On (B)(6) 2017 she experienced ovulation pain ("mid cycle pains"). On (B)(6) 2017 she underwent adhesiolysis ("adhesiolysis"). In december 2017 she experienced paraesthesia ("tingling in the hands"). On (B)(6) 2018 she experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("benign leiomyomas"). On (B)(6) 2019 she experienced gastrooesophageal reflux disease ("gastro-esophageal reflux disease"). On (B)(6) 2019 she experienced dizziness ("dizziness in the morning"). An unknown time later she experienced pain (seriousness criterion medically important), vaginal haemorrhage (seriousness criterion medically important), pelvic discomfort ("experienced significant discomfort"), dyspareunia ("pain after sexual intercourse"), mental impairment ("suffered a deterioration in her mental health as a result of the prolonged pain and bleeding."), premenstrual syndrome ("pmt"), flatulence ("lower gi flatulence"), abdominal distension ("lot of bloating"), abnormal uterine bleeding ("menstrual dysfunction / menstrual irregularity / shorter ovulatory cycles, 21-22 days mid cycle"), heavy menstrual bleeding ("very heavy periods"), anaemia ("anemia"), abdominal pain upper ("upper abdominal pain"), vaginal discharge ("yellow vaginal discharge and had pink tinge with it"), hallucination ("got night terrors / hallucinations"), fatigue ("fatigue"), alopecia ("hair loss") and gingival bleeding ("bleeding gums"). The patient was treated with co-codamol eff. (Paracetamol + codeine phosphate), mini pill (norethisterone), diazepam, mebeverine, prostap (leuprorelin acetate), lansoprazole, metronidazole and ofloxacin as well as surgery (hysterectomy on (B)(6) 2018 and total laparoscopic hysterectomy and bilateral salpingectomy). At the time of the report, the pain, pelvic pain, vaginal haemorrhage, dyspareunia, amenorrhoea, abdominal distension and heavy menstrual bleeding had resolved. The outcomes for pelvic discomfort, mental impairment, mood swings, premenstrual syndrome, back injury, abdominal pain, dyspepsia, diarrhoea, flatulence, ovulation pain, abnormal uterine bleeding, peripheral coldness, paraesthesia, adhesiolysis, anaemia, adenomyosis, uterine leiomyoma, abdominal pain upper, gastrooesophageal reflux disease, vaginal discharge, hallucination, dizziness, fatigue and alopecia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal uterine bleeding, adenomyosis, adhesiolysis, alopecia, amenorrhoea, anaemia, back injury, diarrhoea, dizziness, dyspareunia, dyspepsia, fatigue, flatulence, gastrooesophageal reflux disease, gingival bleeding, hallucination, heavy menstrual bleeding, mental impairment, mood swings, ovulation pain, pain, paraesthesia, pelvic discomfort, pelvic pain, peripheral coldness, premenstrual syndrome, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: consumer considered device defective (considering a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2018: sections of cervix shows patchy inflammation. There is focal adenomyosis noted. The fibroids are small benign leiomyomas in which there is no evidence of excess mitotic activity, tumor cell necrosis or cytological atypia seen. [Hysterosalpingogram] on (B)(6) 2013: the device are adequately placed within fallopian tubes [pathology test] on (B)(6) 2018: clinical details : chronic pelvic pain, uterus cervix and fallopian tubes (contain essure clips) menstrual history irregular. Specimen labelled : uterus, cervic both tubes macroscopic examination : metal coils within the fallopian tube lumia diagnosis : uterus and cervix : weakly proliferative endometrium,adenomyosis, benign leiomyomas [pregnancy test urine] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2010: ovarian cyst; the right ovary contained a dominant follicle measuring 2.7 x 2.4 cm; none bulky anteverted uterus; endometrium was thickened and irregular in texture measuring 13 mm.; on (B)(6) 2013: normal sized anteverted uterus with a normal endometrial thickness, but echogenic foci within the endometrium. No abnormal vascularity or focal mass. The ovaries appear normal with a dominant follicle on the left the essure inserts are appropriately sited. The right is close to the endometrial cavity. The tip of the right lies approx. 16.6mm within the myometrium and the left 15.3 mm.; on (B)(6) 2017: the liver is normal in size appearance. No hepatic focal abnormality seen. No stone seen gallbladder. No billary dilation. Both kidney normal size. A tiny echobright focus is seen in the anerior portion of the tight renal mild pole measuring 4.4 mm x 4mm it is avascular and most likely represents an angiomyopoma. Spleen not enlarged. Pancrese obscured therefore unable to comment; on (B)(6) 2017: clinical history : angiomyolipoma suspected near anterior pole of kidney require 3 m follow up scan. Us abdomen : angiomyolipoma measures 6.4 x 4.4 mm on todays scan. Allowing for inter operator variability it is unchanged in appearance or size. Both kidneys are normal in size,outline and echogenicity. No hydronephrosis. Bladder underfilled so not assessed. No hydronephrosis concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: medical record received. New events fatigue, hair loss & bleeding gum added. Medical history, lab data, concomitant conditions & reporter information updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ('experienced significant pain'), pelvic pain ('chronic pelvic pain / l pelvic pain with increasing severity over the past week / pain in pelvis since after essure procedure / constant dull or shape pelvic pains / pain stabbing in nature and generally being a nuisance') and vaginal haemorrhage ('experienced significant bleeding / pv bleeding / vaginal bleeding abnormal / heavy bleeding since morning') in a 34-year-old female patient who had essure (batch no. 50667567) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease in 2012, hemorrhage in early pregnancy in 2012, bleeding intermenstrual in 2010, post coital bleeding in 2010, dyspareunia (every after intercourse for 2 months) in 2010, absence of menstruation in 2010, pelvic pain (history: right sided over 6 weeks u/s- normal essentially poss endometriosis, as pain worsens with periods. Willing to try pop again, gets migraines) from 2009 to 2010, endometriosis in 2009, abdominal pain generalized in 2009, influenza like illness in 2009, dizziness in 2009, urinary tract infection in 2008, depressed mood in 2007, abdominal pain nos in 2007, intermenstrual bleeding in 2007, low back pain in 2006, cystitis nos in 2006, ovarian cyst nos in 2006, ovarian cyst nos (sig cyst on ovary noted at scan. Feeling a lot of pressure pain on the side.) In 2006 and vaginal bleeding from 2005 to 2006. Previously administered products included for an unreported indication: cerazette. Concurrent conditions included peritonsillar abscess since 2011, ectopic kidney since 2007 and migraine since 1995. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, the patient experienced mood swings ("mood swings- angry, unreasonable. Feels affecting quality of her life, anxious, snappy"), 2 years 1 month after insertion of essure. In 2015, the patient experienced peripheral coldness ("having cold hands"). In (B)(6) 2015, the patient experienced amenorrhoea ("no periods"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2016, the patient experienced back injury ("lower back injury / lower back pain"). On (B)(6) 2017, the patient experienced diarrhoea ("diarrhea"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pains intermittent and sore to the touch and worse after eating / nonspecific abdominal pain / lower spasms of pain") and dyspepsia ("heart burn"). On (B)(6) 2017, the patient experienced ovulation pain ("mid cycle pains"). On (B)(6) 2017, the patient underwent adhesiolysis ("adhesiolysis"). In (B)(6) 2017, the patient experienced paraesthesia ("tingling in the hands"). On (B)(6) 2018, the patient experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("benign leiomyomas"). On (B)(6) 2019, the patient experienced gastrooesophageal reflux disease ("gastro-esophageal reflux disease"). On (B)(6) 2019, the patient experienced dizziness ("dizziness in the morning"). On an unknown date, the patient experienced pain (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), pelvic discomfort ("experienced significant discomfort"), dyspareunia ("pain after sexual intercourse"), mental impairment ("suffered a deterioration in her mental health as a result of the prolonged pain and bleeding."), premenstrual syndrome ("pmt"), flatulence ("lower gi flatulence"), abdominal distension ("lot of bloating"), dysfunctional uterine bleeding ("menstrual dysfunction / menstrual irregularity / shorter ovulatory cycles, 21-22 days mid cycle"), menorrhagia ("very heavy periods"), anaemia ("anemia"), abdominal pain upper ("upper abdominal pain") and hallucination ("got night terrors / hallucinations") and experienced vaginal discharge ("yellow vaginal discharge and had pink tinge with it"), lasting 4 days. The patient was treated with diazepam, lansoprazole, leuprorelin acetate (prostap), mebeverine, metronidazole, norethisterone (mini pill), ofloxacin, paracetamol + codeine phosphate (co-codamol eff.) And surgery (total laparoscopic hysterectomy and essure removal and hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pain, pelvic pain, vaginal haemorrhage, dyspareunia, amenorrhoea, abdominal distension and menorrhagia had resolved and the pelvic discomfort, mental impairment, mood swings, premenstrual syndrome, back injury, abdominal pain, dyspepsia, diarrhoea, flatulence, ovulation pain, dysfunctional uterine bleeding, peripheral coldness, paraesthesia, adhesiolysis, anaemia, adenomyosis, uterine leiomyoma, abdominal pain upper, gastrooesophageal reflux disease, vaginal discharge, hallucination and dizziness outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, adenomyosis, adhesiolysis, amenorrhoea, anaemia, back injury, diarrhoea, dizziness, dysfunctional uterine bleeding, dyspareunia, dyspepsia, flatulence, gastrooesophageal reflux disease, hallucination, menorrhagia, mental impairment, mood swings, ovulation pain, pain, paraesthesia, pelvic discomfort, pelvic pain, peripheral coldness, premenstrual syndrome, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: consumer considered device defective (considering a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): gynaecological examination - on (B)(6) 2018: sections of cervix shows patchy inflammation. There is focal adenomyosis noted. The fibroids are small benign leiomyomas in which there is no evidence of excess mitotic activity, tumor cell necrosis or cytological atypia seen.. Ultrasound pelvis - on (B)(6) 2010: ovarian cyst; the right ovary contained a dominant follicle measuring 2.7 x 2.4 cm; none bulky anteverted uterus; endometrium was thickened and irregular in texture measuring 13 mm.; on (B)(6) 2013: normal sized anteverted uterus with a normal endometrial thickness, but echogenic foci within the endometrium. No abnormal vascularity or focal mass. The ovaries appear normal with a dominant follicle on the left the essure inserts are appropriately sited. The right is close to the endometrial cavity. The tip of the right lies approx. 16.6mm within the myometrium and the left 15.3 mm.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: events outcome updated to recovered/resolved for: bloating, menorrhagia, amenorrhea, dyspareunia, vaginal bleeding and pain/pelvic pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain / l pelvic pain with increasing severity over the past week / pain in pelvis since after essure procedure / constant dull or shape pelvic pains / pain stabbing in nature and generally being a nuisance"), vaginal haemorrhage ("experienced significant bleeding / pv bleeding / vaginal bleeding abnormal / heavy bleeding since morning") and pain ("experienced significant pain") in a 34 year-old female patient who had essure inserted (lot no. 50667567) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of gastroesophageal reflux disease and hemorrhage in early pregnancy in 2012, absence of menstruation, dyspareunia (every after intercourse for 2 months), post coital bleeding and bleeding intermenstrual in 2010, endometriosis, abdominal pain generalized, influenza like illness and dizziness in 2009, pelvic pain (history: right sided over 6 weeks u/s- normal essentially poss endometriosis, as pain worsens with periods. Willing to try pop again, gets migraines) from 2009 to 2010, urinary tract infection in 2008, depressed mood, abdominal pain nos and intermenstrual bleeding in 2007, low back pain, cystitis nos, ovarian cyst nos and ovarian cyst nos (sig cyst on ovary noted at scan. Feeling a lot of pressure pain on the side.) In 2006, vaginal bleeding from 2005 to 2006 and bloating, corpus luteum cyst, dysmenorrhea, ovarian cyst and groin pain. Previously administered products included: cerazette [desogestrel] and oral contraceptive nos. Concurrent conditions were listed as peritonsillar abscess since 2011, ectopic kidney since 2007, migraine since 1995 and abdominal pain lower. The only concomitant product mentioned was tibolone since (B)(6) 2019. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2015, 766 days after essure insertion, she experienced mood swings ("mood swings- angry, unreasonable. Feels affecting quality of her life, anxious, snappy"). In (B)(6) 2015 she experienced amenorrhoea ("no periods"). In (B)(6) 2015 she experienced pelvic pain (seriousness criteria medically important and intervention required). In 2015 she experienced peripheral coldness ("having cold hands"). In (B)(6) 2016 she experienced back injury ("lower back injury / lower back pain"). On (B)(6) 2017 she experienced diarrhoea ("diarrhea"). On (B)(6) 2017 she experienced abdominal pain ("abdominal pains intermittent and sore to the touch and worse after eating / nonspecific abdominal pain / lower spasms of pain") and dyspepsia ("heart burn"). On (B)(6) 2017 she experienced ovulation pain ("mid cycle pains"). On (B)(6) 2017 she underwent adhesiolysis ("adhesiolysis"). In (B)(6) 2017 she experienced paraesthesia ("tingling in the hands"). On (B)(6) 2018 she experienced adenomyosis ("adenomyosis") and was found to have uterine leiomyoma ("benign leiomyomas"). On (B)(6) 2019 she experienced gastrooesophageal reflux disease ("gastro-esophageal reflux disease"). On (B)(6) 2019 she experienced dizziness ("dizziness in the morning"). An unknown time later she experienced vaginal haemorrhage (seriousness criterion medically important), pain (seriousness criterion medically important), pelvic discomfort ("experienced significant discomfort"), dyspareunia ("pain after sexual intercourse"), mental impairment ("suffered a deterioration in her mental health as a result of the prolonged pain and bleeding."), premenstrual syndrome ("pmt"), flatulence ("lower gi flatulence"), abdominal distension ("lot of bloating"), abnormal uterine bleeding ("menstrual dysfunction / menstrual irregularity / shorter ovulatory cycles, 21-22 days mid cycle"), heavy menstrual bleeding ("very heavy periods"), anaemia ("anemia"), abdominal pain upper ("upper abdominal pain"), vaginal discharge ("yellow vaginal discharge and had pink tinge with it"), hallucination ("got night terrors / hallucinations"), fatigue ("fatigue"), alopecia ("hair loss") and gingival bleeding ("bleeding gums"). The patient was treated with co-codamol eff. (Paracetamol + codeine phosphate), mini pill (norethisterone), diazepam, mebeverine, prostap (leuprorelin acetate), lansoprazole, metronidazole and ofloxacin as well as surgery (total laparoscopic hysterectomy and bilateral salpingectomy and hysterectomy on (B)(6) 2018). At the time of the report, the pelvic pain, vaginal haemorrhage, pain, dyspareunia, amenorrhoea, abdominal distension and heavy menstrual bleeding had resolved. The outcomes for pelvic discomfort, mental impairment, mood swings, premenstrual syndrome, back injury, abdominal pain, dyspepsia, diarrhoea, flatulence, ovulation pain, abnormal uterine bleeding, peripheral coldness, paraesthesia, adhesiolysis, anaemia, adenomyosis, uterine leiomyoma, abdominal pain upper, gastrooesophageal reflux disease, vaginal discharge, hallucination, dizziness, fatigue and alopecia were unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, abnormal uterine bleeding, adenomyosis, adhesiolysis, alopecia, amenorrhoea, anaemia, back injury, diarrhoea, dizziness, dyspareunia, dyspepsia, fatigue, flatulence, gastrooesophageal reflux disease, gingival bleeding, hallucination, heavy menstrual bleeding, mental impairment, mood swings, ovulation pain, pain, paraesthesia, pelvic discomfort, pelvic pain, peripheral coldness, premenstrual syndrome, uterine leiomyoma, vaginal discharge and vaginal haemorrhage to be related to essure administration. The reporter commented: consumer considered device defective (considering a product is defective if the safety of that product is not such as persons generally are entitled to expect). Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] on (B)(6) 2-sep-2018: sections of cervix shows patchy inflammation. There is focal adenomyosis noted. The fibroids are small benign leiomyomas in which there is no evidence of excess mitotic activity, tumor cell necrosis or cytological atypia seen. [Hysterosalpingogram] on (B)(6) 2013: the device are adequately placed within fallopian tubes. [Pathology test] on 12-sep-2018: clinical details : chronic pelvic pain, uterus cervix and fallopian tubes (contain essure clips) menstrual history irregular. Specimen labelled : uterus, cervic both tubes macroscopic examination : metal coils within the fallopian tube lumia diagnosis : uterus and cervix : weakly proliferative endometrium,adenomyosis, benign leiomyomas [pregnancy test urine] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2010: ovarian cyst; the right ovary contained a dominant follicle measuring 2.7 x 2.4 cm; none bulky anteverted uterus; endometrium was thickened and irregular in texture measuring 13 mm.; on (B)(6) 2013: normal sized anteverted uterus with a normal endometrial thickness, but echogenic foci within the endometrium. No abnormal vascularity or focal mass. The ovaries appear normal with a dominant follicle on the left the essure inserts are appropriately sited. The right is close to the endometrial cavity. The tip of the right lies approx. 16.6mm within the myometrium and the left 15.3 mm.; on (B)(6) 2017: the liver is normal in size appearance. No hepatic focal abnormality seen. No stone seen gallbladder. No billary dilation. Both kidney normal size. A tiny echobright focus is seen in the anerior portion of the tight renal mild pole measuring 4.4 mm x 4mm it is avascular and most likely represents an angiomyopoma. Spleen not enlarged. Pancrese obscured therefore unable to comment; on (B)(6) 2017: clinical history : angiomyolipoma suspected near anterior pole of kidney require 3 m follow up scan. Us abdomen : angiomyolipoma measures 6.4 x 4.4 mm on todays scan. Allowing for inter operator variability it is unchanged in appearance or size. Both kidneys are normal in size,outline and echogenicity. No hydronephrosis. Bladder underfilled so not assessed. No hydronephrosis. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 30-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('experienced significant pain') and genital haemorrhage ('experienced significant bleeding') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic discomfort ("experienced significant discomfort"), dyspareunia ("pain after sexual intercourse") and mental impairment ("suffered a deterioration in her mental health as a result of the prolonged pain and bleeding."). The patient was treated with surgery (hysterectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, pelvic discomfort, dyspareunia and mental impairment outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, mental impairment, pelvic discomfort and pelvic pain to be related to essure. The reporter commented: consumer considered device defective (considering a product is defective if the safety of that product is not such as persons generally are entitled to expect). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.